Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with traces of fluid ingression noted by the downstream (dso) sensor. Event log history was performed and indicated that high alarm displayed: cassette not attached properly and high alarm silenced: cassette not attached properly were recorded in history. During analysis, customer's reported concern was unable to be confirmed. Service will replace the dso sensor as a preventive measure, performed a full preventive maintenance and functions tests to pass. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical pump had a cassette attached error. There were no reported adverse events.